Event description:
Pt was post-op tracheostomy, who was transported to the recovery room on a ventilator. Within 30 minutes, pt started losing heart rate and blood pressure parameters. Emergency medications were given, but pt lost pulse. The pt was taken off the ventilator and ambu bagged by hand, the ventilator would not cycle. The pt recovered and was placed on another ventilator and became stable.